Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2014 with the following findings: a review of the pump¿s black box data revealed multiple ¿pump not primed¿ warnings followed by ¿empty cartridge¿ alarms. An ezprime sequence was performed successfully with no duplicated alarms. The pump was exercised for 24 hours with no ¿loss of prime¿ warnings or duplicated alarms. The force sensor calibration measured within specifications. The pump was opened and no damage was found to the internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.